Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue; reporter denies pump damage and moisture. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: during investigation, the pump powered up with auditory and vibrations to a blank screen. The pump¿s cover was removed and the (B)(4) eeprom (electrically erasable programmable read-only memory) unit was found cracked. A unity test code downloader tool application was used to upload test code to the master processors. The upload was successful and the pump powered up and displayed just (B)(4) instead of (B)(4) . The (2) is the eeprom communicating properly hence the diagnosis that the failure is in this area since it is missing from the display. An eeprom failure was concluded during testing. During visual inspection of the pump, it was observed that the battery compartment and the returned battery cap were undamaged and able to fit securely to the pump. All of the pump¿s electrical current draws measured within specification. The investigation was unable adequately investigate the initial complaint about a power issue due to an inability to run the 24 hour basal program and additional failures. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.